Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, such as side-loading, off-axis insertion, or leveraging/prying the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2025, it was reported by a sales representative via (B)(4) that during an mis: excision, exostosis-left plantar midfoot exostectomy a metal "snapping" sound was heard. Upon inspection, it was found that the non-cutting side of the ar-300-b202 burr that sits within the ar-300b burr attachment had sheared off, leaving a fragment of the burr lodged inside the attachment. This was discovered toward the end of the case with no patient harm.